Event description:
The customer reported via phone call that they experienced high blood glucose and blood at site. Customer's blood glucose was 17.3 mmol/l. The customer treated their blood glucose with a manual injection. Customer also reported a air bubble in their reservoir when changing the infusion set. The customer also reported their blood glucose declined to 14.8 mmol/l. Troubleshooting found the customer's drive support cap appeared to be normal. Customer reported they did not store their insulin at room temperature. The customer was advised against this practice. It was also found the insulin pump had a beep anomaly. The insulin pump also passed a high pressure test. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.